Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while bisecting branches, one of the vasoview 7xb electrodes had separated, before the rubber curved end of the loop. The separation was not apparent to the harvester until engaging the next branch for cautery. The branch became lodged and entangled in the break of the electrode. The edges of the electrodes that had separated were sharp and tore the branch as the harvester attempted to remove the bisector from its position. After several attempts at removal, it seemed that the bisector was stuck, and the branch was being damaged. The harvester made an incision over the vessel where it was stuck and physically disentangled the branch under direct vision. The branch was ligated and the device was removed from the sterile field. A replacement device was used to complete the procedure.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the top electrode was broken on the side; therefore the complaint was confirmed for the broken electrode. The bisector is being sent to the supplier for eval. A supplemental medwatch will be filed when the investigation results are received. Internal file number - (B)(4).